Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was to be used during a spaceoar vue implant procedure on (B)(6) 2023. During the preparation, when putting the kit together, the physician noticed a black speck in the powder vial. They tried breaking it up, but it didn't go away. The procedure was completed with another device. No patient complications occurred. No further information has been obtained despite good faith efforts.